Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed a visual inspection and found bent electrode, sensor failed per inspection.

Event description:
Customer reported his sensor was bent during insertion into his body. Customer's blood glucose was unk. The customer was advised his sensor would be replaced.